Event description:
Caller reported a cartridge alarm 20 that occurred during the load process, preventing successful loading of a cartridge and resumption of insulin therapy. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted by advising the caller on proper loading techniques and arranged for a replacement pump to be sent, as the issue persisted with the current pump. The caller was instructed to use multiple daily injections (mdi) as backup therapy and to return the faulty pump to tandem.